Event description:
The "f/s" engineer tested putting on and taking off the low energy collimators several times and found everything working smoothly. He reinstalled the cover over the locking mechanism and proceeded to install the medium energy collimators. First, he removed the low energy collimators without a problem. With the detector placed over the upper medium energy collimator, he pressed the "start" button to activate the locking mechanism. The detector then rose with only the right side locking mechanism engaged; the left side of the collimator remaining on the cart. He immediately activated the "emergency stop" switch on the detector arm.